Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose has been high lately and she was unsure if the insulin pump was working. The customer stated that her blood glucose was 399 mg/dl when she woke up this morning. She treated the high with a bolus but 45-50 minutes later her blood glucose increased to 454 mg/dl. The customer did not exhibit any symptoms of hyperglycemia. Troubleshooting was initiated for the high blood glucose. There were no apparent anomalies found on the insulin pump or its treatment components. However, the customer was unable to perform a high pressure test due to lack of a tubing clamp. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was received cracked case at the display window corner and cracked reservoir tube lip.